Manufacturer narrative:
(B)(4). The philips field service engineer went to the customer site and replaced the lift assembly. The system was placed back into service after the repair. The part affected was returned to the factory for evaluation. Evaluation of the returned part is ongoing. A follow up report will be submitted once new information becomes available. No injury has been reported.

Event description:
It was reported that the philips hd15 ultrasound system's control panel fell off the cart during an exam. The exam was completed using another system. There was no injury reported as a result of the issue.